Event description:
It was reported that during or post a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the right femoral artery. The lesion being treated was located in the proximal left anterior descending (lad). The lesion was not predilated. The shaft of the 3.5x28mm ion stent delivery system (sds) was found to be kinked prior to use. They physician reported the shaft kinked further when introduced into the patient. The physician does not recall when the fracture occurred (during or post procedure). The physician implanted another 3.5x28mm ion stent, inflated to 15atm for 10 seconds. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Returned product consisted of a taxus element/ion stent delivery system (sds) with no original packaging. There was contrast in the balloon. The balloon was tightly folded with the stent between the markerbands. The hypotube was fractured 61 cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was no other damage to the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during or post a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the right femoral artery. The lesion being treated was located in the proximal left anterior descending (lad). The lesion was not predilated. The shaft of the 3.5x28mm ion stent delivery system (sds) was found to be kinked prior to use. They physician reported the shaft kinked further when introduced into the patient. The physician does not recall when the fracture occurred (during or post procedure). The physician implanted another 3.5x28mm ion stent, inflated to 15atm for 10 seconds. No patient complications were reported and the patient's status is okay.